Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/+2.0/071 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports lens rotation and blurred vision. Reportedly, the patient may have "overly rubbed his eyes" after scuba diving.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned microcentrifuge vial; return dry with debris on product. Visual inspection found haptic torn and bent with debris on lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage. B5-the reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6 of -12/2.0/071 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault with rotation. The exchange resolved the problem. D6b- (B)(6) 2020. H6-impact code 4629; lens exchanged. Claim# (B)(4).